Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the set screw backed out. The l4 screw was also a little loose. As the back pain worsened, additional surgery performed to remove the screws and replace them. Since there was a possibility that the dorsal side of the left cage (capstonepeekptc) that had been placed was interfering with the nerve root, the posterior decompression of the left side was also performed additionally since the cage was sinking. There were no further complications reported regarding the event. The allegation of screw is looseness. There was no defect with the rod.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis :6540530 lot# : h5689635 visual and optical inspection did not reveal any damage to the female torx head, but the threads of the set screw appear to be worn/used. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. The bottom node of the set screw shows signs of off axis/ uneven wear from the seating of the rod. The bone screw may have been over angulated causing the rod to force the screw out over time. Unable to determine root cause of set screw backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.